Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, a ruby coil would not take its intended shape in the target vessel and after the fifth attempt, unraveled in the microcatheter. The ruby coil was then flushed out of the microcatheter on the back table. The procedure was completed using a pod coil, a ruby coil, and four non-penumbra coils with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The embolization coil was unraveled at its proximal end. The embolization coil was returned distal to the introducer sheath. Conclusions: evaluation of the returned ruby coil confirmed that the embolization coil was unraveled at its proximal end. If the device is forcefully manipulated against resistance, damage such as this may occur. The resistance was likely contributed by the reported tortuous patient¿s anatomy. Further evaluation of the device revealed offset coil winds on the embolization coil. These offset coil winds were likely incidental to the complaint and may have occurred due to the embolization coil was returned outside of the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.